Manufacturer narrative:
Event site name (B)(6). Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) malfunctioned. Device alarmed and automatically inflated. No harm reported.